Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient representative that the patient presented to the emergency room (ER) in a ventricular tachycardia (vt) arrhythmia. After being checked by the cardiologist, the patient stood up to go to the restroom and passed out. The ER doctor stated that the patient's implantable cardioverter defibrillator (ICD) did not regulate the rhythm as expected. The patient representative stated that patient "could have had a heart attack because of this". The patient representative also indicated that the patient's ICD was programmed to shock at 188 beats per minute (bpm), and that the patient's heart rate was measured at 150 bpm, with really low blood pressure. The patient was in the hospital being monitored. The ICD remains in use. No further patient complications have been reported as a result of this event.